Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire (B)(6) 2014. Patient claimed, upon sensor pod removal, the sensor wire was missing. Patient inserted sensor into hip. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).